Manufacturer narrative:
The device and electrode remain in service. The device remains programmed to secondary, and a new template was saved during the exercise test. It was noted the noise on the untreated episode was not the same as the noise reproduced during troubleshooting; additional investigation was planned to confirm the source of the noise. The field representative provided the name of the physician for this case, and confirmed no boston scientific representative was contacted to attend the electrode revision; therefore, the date of this procedure was not available. The troubleshooting recommendations were provided to the physician, but no further testing has been performed at this time and no new x-rays were available for review. It was noted the patient will continue to be followed in the remote monitoring system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in 2016 this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode showing noise that was oversensed. A request was made for engineering to simulate the episode with the smart pass feature programmed on. Engineering review determined smart pass would not have prevented this type of oversensing, as its purpose is to mitigate t-wave oversensing, which was not present in the episode. An x-ray of the system showed the electrode was bent towards the left and was low, and was therefore at risk for sensing pectoral and abdominal muscle activities. A revision of the electrode was suggested. However, the field representative later confirmed the recommendations were received by the hospital, and the vector was reprogrammed to from secondary to primary and no intervention was planned at that time. In december 2017 another field representative provided data from an exercise test for this patient. Two additional untreated episodes had been stored. Technical services reviewed the data. They noted the vector had been set to primary, but the r-wave amplitudes were too small at one point and the smart pass feature disabled. After that, the vector was reprogrammed to secondary, which still appeared to be the better vector for sensing with the noise issue. It was difficult to determine whether the noise was movement-related or electromagnetic interference (emi); however, the most recent episode occurred while the patient was sleeping, so emi is less likely. It was also reported by the field representative that the electrode had been repositioned sometime since the 2016 episode. No date was provided for this revision, and no new x-rays were available for review. No adverse patient effects were reported.